Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2016-05852. It was reported that the patient's lead migrated. Therefore, the patient underwent revision on (B)(6) 2016. Both of the patient's leads were explanted and replaced with a single lead/different model. The patient's ipg was also electively replaced. Post-operatively, the patient had effective stimulation and the issue was resolved.